Event description:
A customer reported multiple dull retrobulbar needles. There was no pt harm reported.

Manufacturer narrative:
Received seven unopened samples for eval. All samples were inspected at 30x magnification for any damage to the needle edges. No defects were found. It has been determined that the returned product was manufactured and accepted to the approved design specifications for this part. The device history record (DHR) for the lots were reviewed. No abnormalities that could have contributed to the reported complaint were found during the DHR review and the product was released according to the MFR's acceptance criteria. The root cause for why the needle was dull is unk. The needles are inspected 100% during the manufacturing of the product and if a dull needle is detected, the needle would have been culled out. (B)(4).